Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the disposable pipette tips in the problem area were cracked. Inspected tip lot 71504p7 at the donor site and found tips with visible defects in the plastic. The field service engineer switched site to new tip lots and notified ocd. Ocd complaint file reviewed for additional calls or same or similar complaints; none found. Ocd will continue to monitor for calls. The instrument was tested without further problems and returned to service.